Manufacturer narrative:
There were no details regarding the patient temperature during the event. The customer biomed provided the serial number of the neoblue device and reported it was used in conjunction with an incubator. The biomed did not have the name of the incubator that was used with the neoblue and was asked for that information. He checked the neoblue and it was within specification and did not appear to be hot. Natus technical service advised that he check the filters of the device to make sure they were clean and ask if the staff noticed if it was hot to touch at the time of the occurrence. The customer's biomedical engineering department confirmed that the product did not appear to be hot and was operating according to specifications. There is no indication from the user that the product malfunctioned.

Event description:
The customer's biomed received a notice from the staff that the child was overheating while the baby was being treated with a neoblue device in conjunction with an incubator. No occurrences of death, serious injury, delay in treatment or environmental/safety concerns have been reported.